Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of 126901 showed six other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same sales rep.

Event description:
It was reported by sales rep "I experienced restricted flow from the t connector on the bd io extension when attempting to flush with 10 cc bd prefilled syringes." It was reported this occurred with seven devices. This report addresses the sixth device.

Event description:
It was reported by sales rep "I experienced restricted flow from the t connector on the bd io extension when attempting to flush with 10 cc bd prefilled syringes. " it was reported this occurred with seven devices. This report addresses the sixth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of restricted flow from the t connector was confirmed. The products returned for evaluation were seven 35mm intraosseous (io) needle kits. The investigation concluded that infusion through the 90° luer adaptor of the extension sets could be inhibited if the connecting device is advanced past the intended stop region of the adaptor. Initial investigation indicated that this circumstance only occurs with overtightening of some interfacing devices and bd is working to assess the exact circumstances under which this can occur. These investigation efforts are ongoing at this time. H3 other text : evaluation findings are in section h.11.